Event description:
It was reported about a hyperpigmentation and a scar following the opus colibri treatment.

Manufacturer narrative:
Hyperpigmentation , scarring and pinpoint depression following the opus colibri treatment ,that may be permanent in some areas. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Hyperpigmentation, scarring and pinpoint depression following the opus colibri treatment, that may be permanent in some areas.

Event description:
It was reported about a hyperpigmentation and a scar following the opus colibri treatment.